Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, he experienced a pump stop alarm while connected to his power module. Also, a yellow battery led illuminated on the system controller while connected to a fully charged set of batteries. The system controller was exchanged and the issue was resolved. No further issues were reported. The patient remains ongoing on the lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.